Manufacturer narrative:
The associated complaint devices were not returned to be evaluated. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Our clinical/medical investigation stated that with no supporting clinical/medical documents have been provided. Therefore a thorough investigation cannot be performed. Without the actual products involved, our investigation cannot proceed. If the devices or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a surgical intervention was performed due to abnormality of gait.